Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. The device with the lens was returned in the opened blister tray inside the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has advanced the lens to mid-nozzle. The trailing haptic is misfolded up onto the plunger. The distal area of the haptic is extending in front of the plunger tip and twisted into a question mark shape. The leading haptic is folded into the optic fold. The lens has rotated counterclockwise up the right side wall inside the device. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the complaint ¿resistance when advancing the iol and got stuck to the plunger¿. The lens was advanced/stuck at mid-nozzle and rotated inside the device. The trailing haptic was misfolded. The root cause for the misfolded, broken trailing haptic cannot be determined. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, "there was resistance when advancing the iol and got stuck to the plunger." The injector came into contact with the patient's eye. The iol was replaced in the same procedure with no reported harm to the patient. Additional information has been requested.